Event description:
End user reports two days ago she noticed that she was having leaking of stool under the skin barrier when being discharged from the hospital for the treatment of newly diagnosed deep vein thrombosis. She reports she has a weeping red area from 2 to 10 o'clock that extends out from stoma 1.5 in at bottom and .75 inches at 2 and 10 o'clock positions. She states her stoma has gotten smaller and skin barrier no longer covers all of the skin around her stoma.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Home health care nurse showed end user how to crust with stomahesive powder and barrier spray. Under care of hh nurse who showed her how to crust with stomahesive powder and barrier spray. Reviewed application of powder and use of barrier films or water for crusting also informed end user that coumadin can extend bleeding time. Discussed using eakin seal to protect skin where exposed to stool. Sending samples of correct size. Also discussed were multiple allergies and how to patch test before using any new products in stoma area. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.